Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that when attempting to deliver a bolus or enter blood glucose value, the touchscreen turned black when the customer pressed on the touchscreen. Reportedly, after 5 to 10 seconds the customer was prompted out of screen and had to restart from the main menu. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.